Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated ca19-9 result while using the architect ca19-9xr assay. The customer provided the following results (u/ml): initial 19, retest 114 and dilutions (1:10) 47 and (1:2) 10.4. There was no adverse impact to patient management reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed with lot 39191m500. Testing passed supporting that the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent, list number 02k91, lot 39191m500, was identified.